Event description:
It was reported that the power cord of this communicator was making noise when plug into the socket, and it made the patient worried. Boston scientific technical services (ts) advised to unplug the communicator in order to avoid any accident. Ts informed the patient for communicator replacement. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.